Event description:
Two months after filter implant, it was reported that the pt returned to the hospital complaining of light back pain. It was noted that they had signs of a p.e. A cava gram was taken and it was noted that the filter migrated cephalad 6 to 8 cm. The filter was successfully removed four days later.